Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to challenging patient anatomy (unable to grasp prolapse lesion). The reported mr is a cascading event of the difficult or delayed positioning, as the clip placement was changed from the initial target. A cause for the reported hemolysis could not be conclusively determined. The reported patient effects of hemolysis and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4 and a prolapsed anterior. The clip was inserted and grasping was performed. However, the leaflets were difficult to grasp. The clip was implanted. Mr remained at a grade of 4. The following day, the physician stated that the patient has developed hematuria and hemolysis was suspected.